Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over and under delivering as they were going either too high or too low. The customer¿s blood glucose level was unknown at the time of the incident, and 80 mg/dl at the time of the call. The customer had filled the reservoir the previous night and now had about 150 units left, but they had not bloused that much that day. Troubleshooting was completed for the lows but did not resolve the issue. The insulin pump will be returned for analysis.